Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2016 due to loosening of the tibial tray and wear of the polyethylene bearing. The tibial tray and polyethylene bearing were removed and replaced.